Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix kugel (device 1). Per op notes, ¿omental adhesions were lysed. Two defects were noted in the upper abdomen lateral to prior mesh. Both defects were joined. A composix kugel (device 1) was placed into the abdomen covering both defects and secured using tacks.¿ (note: the prior mesh visualized during this procedure was unknown) (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of composix kugel (device 1) and implant of bard flat mesh (device 2). Per op notes, ¿a small hernia sac was noted contained peritoneal fat were dissected down at the level of fascia and excised. Adhesions were lysed. The old kugel type mesh (device 1) was underneath the hernia and had come loose, slipped from the tissues creating hernia. The mesh (device 1) was excised. The defect was noted and reduced. A bard flat mesh (device 2) was placed and secured with sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of visilex mesh (device 3). Per op notes, ¿recurrent ventral hernia was noted in the upper aspect of old incision. The hernia sac was opened and contained peritoneal fat were reduced. The hernia sac was excised. The hernia defect was at the edge of prior mesh (device 2). Adhesions to mesh (device 2) were lysed. A visilex mesh (device 3) was placed and sutured.¿